Manufacturer narrative:
(B)(4). The device is currently on shipping from (B)(4) to b. Braun (B)(4) for investigation. A follow-up report will be provided after the inspection results are available.

Event description:
As reported by the user facility (translation of user facility information by bbm sales organization in (B)(4)): no diffusion. Drug: cetofaxime 4g.